Manufacturer narrative:
Results: twisting and bunching during retrieval. Conclusions: twisting and bunching during retrieval.

Event description:
The physician attempted pre-dilatation of mid lad lesion using nc sprinter rx balloon dilatation catheter. The physician pressurized the relevant device at 10atm (20sec) for pre-dilatation. The device deflated without any abnormalities. After the physician had deployed a non-medtronic stent, he attempted to use the relevant device for post-dilatation, however, encountered difficulty to cross the lesion. He pressurized the relevant device and deflated it, but encountered delayed deflation. No health hazard was caused to patient. Evaluation summary: the distal tip was severely flared. The inner and outer distal shafts were twisted bunched immediately proximal to the balloon bond extending 1.25cm proximally along the shaft. The hypotube and strain relief were kinked immediately proximal to the luer. The unit failed deflation time testing.